Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stuck lock line, the suspected knot, and the clip that came off both leaflets. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was successfully deployed reducing mr to grade 1 to 2. The second mitraclip was ready to be deployed. Approximately six inches of lock line was retracted when the lock line became stuck and could not be removed. A knot on the lock line was suspected, but not visible as the knot was likely inside the device. The second clip was continued to be deployed, but the clip detached from both leaflets. The clip was retracted to the tip of the steerable guide catheter, and both devices were removed as a unit. The procedure was completed with mr grade 1 to 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history did not indicate a lot-specific quality issue. The user error (incorrect method) was associated with the clip being deployed despite the lock line not being removed prior to clip deployment. It should be noted that the mitraclip nt system instructions for use (IFU) instructs the user to remove the lock line and in the next section, it provides the instructions to deploy the clip. While the inability to remove the lock line appears to be the result of the reported knot, a definitive cause for how the knot formed could not be determined. It is possible that the user technique of unwrapping/removing the lock line contributed to the reported knot resulting in the difficulty removing the lock line; however, this cannot be confirmed. A definitive cause for the reported complete clip detachment (ccd) cannot be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization, tension on the lock line) which contributed to the ccd; however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.